Manufacturer narrative:
Literature events: author: anant kaur virk, rohn kansal, carol singh, madhav mehta, baninder arora, anmol singh, kashish malhotra, jasneet grewal, ashvind bawa title: a retrospective study of milligan-morgan versus ligasure hemorrhoidectomy in the treatment of symptomatic hemorrhoids at an I nstitute in north india, anant kaur virk, 2024 virk et al. Cureus source: doi: 10.7759/cureus.66430. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of hemorrhoidectomies performed using two different techniques between 2016 and 2022. The techniques included an open hemorrhoidectomy and a device hemorrhoidectomy. In the device group, the hemorrhoidal mass was excised with the device and the pedicle was ligated with a suture. The wound edges were closed with a suture. There were 47 patients in the device group and postoperative complications included anal stenosis in one patient and bleeding in one patient. Interventions were not reported.